Manufacturer narrative:
This report is submitted on june 04, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array, explant and re-implantation is planned but has not taken place as of the date of this report.